Manufacturer narrative:
Continue: e1 country: UK e1 postal code: (B)(6) investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all snaploc wire guide locking devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook snaploc wire guide locking device. It was reported that the physician had difficulty in accessing correct duct. After 1st balloon trawl lost positioning and had to re cannulate [loss of wire guide access]. Several attempts at re cannulating, had issues getting in correct duct. Flushed with standard syringe. Lost position of the wire three (3) times when locked in with snaploc [loss of wire guide access]. Click was heard when locking in wire. The physician changed the locking device mid-procedure to what they currently use. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.